Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was received and evaluated. Visual observations revealed that the device was worn indicating heavy usage. It was observed that the upper part of the jaw was loose. Functionally, the device was tested using a rubber pad. It was noted that significant gap was observed between the rubber pad and the jaws. It was thus concluded that the jaw was broken and was just holding on to the pin. Also, some resistance was felt while loading the needle on to the gun. It was noted that the movement of the needle was not smooth while trying to fire. The jaw alignment was fine. No bending or distortion was observed. This type of failure is typically observed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually break. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. A definitive root cause for this failure cannot be determined. A review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed one dissimilar complaint for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Related medwatch: 1221934-2017-10696, 1221934-2017-10714.

Event description:
The sales rep reported via phone that when he arrived at the facility, the customer handed him a bin with 10 expressews without hook. The customer told the sales rep that some guns are bent, not firing smoothly, breaking needles, or cutting suture. The customer could not provide the sales rep with event dates or which gun have which failure modes. The sales rep is currently working on obtaining some more information from the customer in regards to these devices. The devices will be returning for evaluation. The sales rep could not obtain any more information regarding the described event.